Event description:
It was reported that a small volume intermate had an unspecified problem further described as the device missing the blue tip and/or the tip top. This was found before use. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 07, 2013 ¿ november 08, 2013. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the fill-port cap and blue winged luer cap were attached to the device, and that the tubing was clipped properly inside the tubing slot of the coil cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.